Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had cannot store the power cord inside the machine.there was no patient involvement.

Manufacturer narrative:
Investigation closed on 08/26/2024. Due to character restriction e1(event site name - rajavithi hospital, department of medical services) & e1(event site postal code - (B)(6), event site state - (B)(6) & event site telephone - +(B)(6)). A getinge field service engineer (fse) evaluated the unit and found that the power cord has come off the power cord storage plate, making it impossible to store the power cord. Fse resolved the issue by storing the power cord neatly in the power cord storage plate. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.